Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior prolapse repair with uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart was unable to penetrate tissue during deployment of the suture on the patient's left side. Subsequently, the device was pulled out from the patient and it was noticed the suture broke. The broken suture with the dart was found in the capio cage. Reportedly, the suture was pulled back and free tensioned along the capio handle during the deployment. The procedure was completed with another uphold lite. There was no serious injury reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: the exact age of the patient is unknown. However, it was reported the patient was over 18 years. Blocks f10 and h6: problem code 2907 captures the reportable event of suture breakage. Block g1: manufacturing site although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: freudenberg medical 2301 centennial boulevard jefferson in, 47130 USA. Block h10: an examination of the returned capio slim suture capturing device and mesh assembly was performed. No damage was noted to the capio slim suture capturing device. On the mesh assembly, the mesh material itself was not returned. Both leader loops were cut. There were tool marks present on both dilators. On the blue/white dilator, the suture was broken midway and tied back together. On the blue dilator, the majority of the suture was not returned, however, the portion of the detached suture containing the dart was returned. The suture was broken in the area where the dart interacts with the carrier. Furthermore, the carrier extended and retracted into the cage with no issue. The investigation concluded that the most probable cause for the dart detachment/suture broken issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase. No further escalation is required.

Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). Manufacturing site although the current manufacturing site for uphold lite is boston scientific in (B)(4), the reported lot involved in this complaint was manufactured by: (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior prolapse repair with uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart was unable to penetrate tissue during deployment of the suture on the patient's left side. Subsequently, the device was pulled out from the patient and it was noticed the suture broke. The broken suture with the dart was found in the capio cage. Reportedly, the suture was pulled back and free tensioned along the capio handle during the deployment. The procedure was completed with another uphold lite. There was no serious injury reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.